Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. Based on all the information provided with the report the event is due to user error. The catheter was pulled back out of the needle / introducer and the IFU provided with the product clearly states that this should not be done. An examination of the device as part of the investigation confirmed the user error. This information has been communicated to the reporting person(s).

Event description:
Based on the report information submitted to neomedical on (B)(6) 2010, the catheter broke inside the patient's vein. The product code is # 355-70, lot # 1059. Follow up information stated "PICC inserted into right antecubital fossa, threaded approximately 8 cm, would not advance but flushed easily, catheter pulled bac, arm position adjusted, re-threaded but once again would not advance past 8 cm. No pressure or force applied to advance catheter. Catheter removed, 3 cm of catheter missing from end. Insertion site not bleeding, missing piece of catheter milked out of vein and complete."the use sample was returned and examined. (B)(4).